Event description:
Boston scientific received information that the patient with an implantable cardioverter defibrillator (ICD) received two shocks due to noise being oversensed on right ventricular (rv) rate/sense channel. When the patient was being seen in the clinic for device interrogation, multiple non-sustained episodes were noted and a high out-of-range (oor) impedance of 2,400 ohms was reported. The field representative indicated that header and lead connections appeared intact under fluoroscopy; however, a significant amount of calcification around lead tip was observed. The physician cut the lead at yoke and capped the remaining portion. Additional information indicated that the cause was undetermined. The rv lead was partially abandoned while the ICD was explanted and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. A visual inspection of the proximal segment of lead indicated that the lead was returned severed from the terminal pin. There were also cuts in the insulation and blood/body fluid in the lumens noted. Further, the lead segment was tested and passed electrical testing. The lead segment was clinically out of specification and the damage was induced in the field.